Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation. Further information requested but not received.

Event description:
It was reported that the patient was experiencing a burning sensation in her back. Allegedly, the patient stated that the implant 'shorted out' which caused the burning sensation to disappear. Following this, the patient began experiencing discomfort in the back of her knees. As a result, the product was explanted on an unknown date.